Manufacturer narrative:
(B)(4). The device was received for evaluation connected to the viaflo bag. Visual inspection noted that the vialmate protector was pierced. The vialmate was leak tested by connecting to a new viaflo bag. After 24 hours there was no evidence of leakage. The reported condition was not verified. However, the device did not meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate was leaking after being coupled to a vial of piperazine and a viaflo bag. There was no patient involvement. No additional information is available.